Event description:
The patient was presented for elective reconstructive surgery on the left foot in 2003. This included calcaneal medial displacement ostectomy, navicular cune form fusion, kidner-young operation and tendo-achilles lengthening. Reportedly the surgeon was provided with polysorb #3-0 and #4-0 sutures. Reportedly during the surgery the #4-0 suture broke easily and did not hold a knot well. Also, the #3-0 did not hold a knot well. Subsequently, the pt suffered a significant wound dehiscence secondary to hematoma and infection.